Event description:
After changing up the entire system, the exact same thing happened to the second unit. The physician implanted the device, verified lead placement with an electroesophageal duodenoscopy and once again all parameters were greater than 4000 ohms. The physician left the second system in; there was no shocking or any other patient concerns. Additional information has been requested. See MFR # 3007566237-2010-04419.

Manufacturer narrative:
(B) (4).